Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator did not recognize r-waves during pacing. There was no reported adverse patient impact.